Event description:
A female consumer reported that she was using an ultra gentle glide tampon on (B)(6) 2020 when she went to remove the string it pulled all of the way out of the tampon. She stated that on (B)(6) 2020 she went to urgent care to have it removed. During removal the doctor had to probe a number of times due to the fibers separating inside if her. Consumer was instructed to take ibuprofen and apply ice to the area to help with any swelling. No follow up appointment was required. The consumer was recovering.